Event description:
A customer obtained reproducible, lower than expected vitros tsh results (0.28, 0.274 vs. An expected result = 4.93 miu/l) from a single patient sample run on a vitros 5600 system when compared to a non-vitros method result. The affected patient results were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer retested the sample using a non-vitros method as the physician questioned the result. A corrected report was not issued as the physician was able to access the expected result using the hospital portal. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that reproducible, lower than expected vitros tsh results were obtained from a single patient sample run on a vitros 5600 system when compared to a non-vitros method result. The investigation was unable to determine a definitive root cause. There was no evidence that an instrument or reagent related issue contributed to the event. An unknown sample interferent cannot be ruled out as a contributing factor. The investigation is ongoing.